Event description:
It was reported that the pt's pump had been working until it stalled twice. Both stalls recovered, however the pt experienced withdrawal symptoms since those motor stalls and was feeling "miserable." The pt had nausea and increased pain levels. A pump rotor study was done at an unspecified date and showed that the pump was operating at that time. The physician decided to replace the pt's pump. The pt was stable in recovery and was discharged to home the same day of surgery. The medication being delivered via the device system was hydromorphone.

Manufacturer narrative:
(B)(4).